Event description:
Related manufacturer report #: 2017865-2024-32935. It was reported, that the patient had twiddler's syndrome. And it caused the implantable cardioverter defibrillator (ICD) to move considerably in the pocket. And also caused the chronic right ventricular (rv) lead to pull back into the superior vena cava (svc). The chronic rv lead was explanted and replaced. The patient was discharged.